Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report that their device will not complete the boot up process. There was no patient use reported with the event.